Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 55840019590, 510k # k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent fusion at th8-s2ai due to kyphosis. Post-op, pain was observed due to breakage of screw at the base. Since there was no device for removing the broken screw, the tip part remained in the patient¿s body. Vertebral body fracture occurred at t3 of the most cranial side, and hence the fusion for extending to c7 was performed. Removal was performed on the one side of s2ai, and connection was performed with two il screws on each side.

Manufacturer narrative:
Product analysis result: visual microscopic macroscopic examination confirms the mas bone screw is fractured at the base of the screw head. Microscopic examination did not identify pre-existing material surface defect around the area of crack origination that could contribute to crack propagation. Microscopic examination of fracture surfaces reveals a fairly flat fracture, with gently convex progressive striations through the cross-section of the bone screw, which is indicative of cyclic fatigue. Microscopic examination of the fracture surface suggests the primary mode of fracture is cyclic fatigue, with a localized region of origin, followed by convex striations in the direction of propagation. If information is provided in the future, a supplemental report will be issued.